Event description:
Obtained results of 308mg/dl, 110mg/dl, and 126mg/dl within 10 minutes on the accu-chek aviva system. Customer's husband stated that no action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.